Manufacturer narrative:
On february 4, 2026, mentor became aware that the patient's surgery was moved to (B)(6) 2026, and the device will be sent back for evaluation. Fields d6b have been updated accordingly on this form. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Clarification was received on march 4, 2026, for the right-side device returned on february 26, 2026. The information revealed that the patient experienced right-side rupture, and bilateral acquired deformity nos, and bilateral cutaneous contour deformity. Coding has been updated accordingly under section h. Reason for device explant and/or reoperation: left acquired deformity nos, and cutaneous contour deformity this supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. D6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively; diagnosed after physical exam, and MRI. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for replacement surgery on (B)(6) 2026.